Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller states patient tested 5.1 inr on the coaguchek xs plus system while a comparison lab returned as 3.2 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, however the test strips were not returned; replacement was sent.